Event description:
It was reported that the procedure was to treat a lesion in the right coronary artery (rca) with moderate calcification and moderate tortuosity. The 4.0x18mm xience skypoint stent delivery system (sds) had resistance with the anatomy and failed to cross the lesion. Resistance was met with the lesion during removal but the device was removed independently. A non-abbott stent was used to continue the procedure. There was no adverse patient effect. There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation determined the reported difficulties appear to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design, or labeling.